Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as patient in early 70s). Concomitant products: sheath: 6f. Guide wire: dragon 0.035/179cm, treasure 0.018. Guide cath: parent plus 6fr, 48cm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the gated suture trimmer was returned. The reported difficulty to remove the suture could not be replicated in a testing environment thus the reported event could not be confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulty to remove the suture and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information received: arteriotomy closure was attempted in the left common femoral artery. Reportedly, after tightening the proglide knot, the suture was cut by the suture trimmer. The suture was attempted to be removed from the access site; however, the suture was caught on hypodermal tissue. The proglide suture was removed and hemostasis was achieved by surgical suture. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device using a 6f sheath after a superficial femoral artery percutaneous transluminal angioplasty. Reportedly, after tightening the knot, the suture was cut by the suture trimmer. However, the suture trimmer could not be removed from the patient anatomy. The knot of the suture was cut by the suture trimmer by mistake because the patient had a slim body and the artery was close to the skin. The suture trimmer was removed surgically. Hemostasis was achieved by suture. Hospitalization was extended due to the issue with the closure device. The physician is reportedly trained in the use of the proglide device. No additional information was provided.